Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 350 mg/dl. Last night the blood glucose was 279 mg/dl and she was not feeling well and this morning customer woke up with blood glucose of 455 mg/dl. She took 10 units with insulin pen and 22 units of boluses when she normally only takes 30-35 units of insulin a day blood glucose did come down to 316 mg/dl, but wants to know if she can see an occlusion or issue somewhere. The blood glucose at the time of the incident was 279 mg/dl. Customer was at work and not able to troubleshoot and does not have supplies with her but will change set when she gets home. The insulin pump will not be returned for analysis.